Event description:
Review of the download data for a (B)(6) male pt revealed several abnormal shutdown flags. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown) has been confirmed. Upon eval, the monitor produced several abnormal shutdowns. The cause was an intermittent connection on u104 (pxa) on the c/a board. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective u104 component. The pt received a replacement monitor.